Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an isolated occurrence. The likelihood of this type of report is remote. Conclusion: we were unable to conduct a full investigation because the drainage tube was not returned for evaluation. The info provided indicated the physician modified the drainage tube gy cutting and removing a flap prior to placement in the pt. Removing a flap from the drainage tube could have contributed to the reported tubing breakage during removal. The user indicated resistance was encountered during removal of the drainage tube. If extra pressure was applied in an attempt to remove the modified drainage tube, this could have contributed to the reported tubing breakage during removal. Prior to distribution. All nasal pancreatic drainage sets are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This reported observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B) (6) 2010, the physician selected a cook endoscopy nasal pancreatic drainage set in preparation for the procedure. Before the drainage tube was placed in the pt, one flap was intentionally cut from the drainage tube by the physician. The physician indicated this is always performed to prevent resistance and difficulty with withdrawal of the drainage tube. The modified drainage tube was placed inside the pancreatic duct in an effort to prevent pancreatitis. Resistance was not encountered when the drainage tube was placed. A loop in the drainage tube was placed in the descending section of the duodenum. Twenty-four (24) hours later on (B) (6) 2010, the physician removed the drainage tube from the pt. Resistance was encountered during removal. Endoscopic viewing revealed a section of the drainage catheter had severed and remained inside the left pancreatic duct. Forceps were inserted to remove the remaining section of the drainage tube from the pancreatic duct. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.